Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the device has stopped automatic ventilation. No injury reported.

Manufacturer narrative:
The log analysis shows deviations of the pcb ¿ventdos controller¿, which is the responsible pcb for ventilation and gas dosage. One of these deviations has been recognized by the device internal monitoring. A warmstart has been triggered to restore stable conditions. During a warmstart (B)(6) switches automatically to man/spont-mode. Manual ventilation using a breathing bag is possible during this time. The user is notified about the warmstart via alarm tone and display hint. If the warmstart is successful, ventilation will be continued with the latest settings. If the warmstart is not successful, (B)(6) switches to the so called ¿safety mode¿, which offers manual ventilation with adjustable oxygen flow. User is notified to this change by optical and acoustical alarm. This behavior is described in the instructions for use. The device was not repaired but put out of service finally.

Event description:
Please see initial report.